Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the release button was hard to push after the 1st firing on the blood vessel. The cartridge was white. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.